Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009, inratio: 4, lab: 1.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by the end-user at time complaint was filed: date: (B)(6) 2009, in ratio meter = 4.0 inr, reference = 1.3 inr, mean = 2.65, confidence limits = 1.7-3.8. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Per general description, customer is taking multiple medications, but did not specify. Medications such as hormone replacement therapy, contraceptives, non-steroidical anti-inflammatory drugs, antibiotics and fluoroquinolones can alter coagulation and raise the inr as indicated on technical bulletin 101. Visual inspection revealed fainted display on top left corner and no contamination. Inratio result provided by the customer is registered on memory, but is not within the confidence limits. Strip investigation was performed on strip lot 216969. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates from both samples for lot 216969 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria, and then no further action is required. Customer results analyzed and accuracy confidence limits were not met. Indicates pt is on multiple medications, for numerous conditions. Pt condition and treatment may affect test results. In-house investigation performed with returned meter. Accuracy test performed with return meter, return strip, and accuracy criteria met. Meter functions performed, with no problem found. Product deficiency not established. No further investigation will be pursued. As of 01/18/2010, 21 discrepant results complaint were reported for lot # 216969 yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.